Manufacturer narrative:
The initial reported event of "fracture, shock" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold for analysis, and has now been analyzed. No further patient complications as a result of this event. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2006. Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of "fracture, shock" was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold for analysis, and has now been analyzed. No further patient complications as a result of this event.